Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during follow up check, the right ventricular (rv) lead impedance was irregular. Rv lead was evaluated, and impedance increased to high value. Physician decided to explant and replace the rv lead. No patient complications have been reported as a result of this event.